Event description:
Additional information received indicated that the device was explanted on (B)(6) 2016.

Event description:
Additional information received indicated that the device was explanted due to elective replacement indicator, and the patient was stable before, during and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device inappropriately detected a slow vt as auto mode switch episodes. The device exhibited competitive atrial and ventricular pacing due to fusion events, and a similar event was reported previously. The patient was asymptomatic. Programming changes were made, and further testing was recommended.

Event description:
Additional information received indicated that the device was explanted.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Manufacturer narrative:
(B)(4).